Manufacturer narrative:
Batch review performed on 5 november 2019. Lot 163105: 35 items manufactured and released on 12-aug-2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery preformed 1 year and 5 months after the primary due to instability caused by a loose stem. The patient had poor bone quality. The surgeon revised the head, stem, and liner and the surgery was completed successfully.